Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('one coil removed via a fallopian tube cut into segments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adnexa uteri pain ("extreme stabbing pain in region of ovaries"). The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the medical device removal and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ stabbing pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. New event added medical device removal. Case upgraded to serious incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.